Manufacturer narrative:
Provided information states the broken part of the screws were left in the patient bone. Remainder of screws were discarded at the user facility.

Event description:
Provided information states that during removal activities, the proximal screw broke.